Manufacturer narrative:
The customer reported that a monitor fell off its mount. No patient injury was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that a monitor fell off its mount.